Event description:
A caller reported a malfunction on the pump with malfunction code malf 12; however, there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support assisted the customer with resetting the pump, and no recurring malfunctions were noted after the reset. The customer was instructed to continue using the pump and to call back if the issue reoccurs.